Event description:
Alaris pump device brain not charging when it was plugged in. Sparks from cord as pump was unplugged. The cord split and "exploded" with a spark coming out of cord split. Author states that the pump also showed a 5 minute warning for low battery prior to cord split. Pump was plugged into the wall at the time. Htm replaced the power cord and found no other issues with unit. Manufacturer response for alaris pump cord, alaris (per site reporter) device repaired - replaced power cord.